Event description:
Humeral bone fracture.

Manufacturer narrative:
Additional information b5 h3: the reason for the revision reported was likely due to a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. H6: component code, investigation codes.

Event description:
It was reported that a patient, who had an initial right shoulder implanted in (B)(6) of 2019, underwent a revision procedure approximately 5 years 4 months post the initial procedure due to periprosthetic fracture. The patient was revised to an equinoxe reverse. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for analysis as they were disposed by the customer. No device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 4319701 300-10-15 - equinoxe replicator plate 1.5mm o/s 4162786 300-20-02 - equinox square torque define screw drive kit 3616644 310-02-47 - equinoxe, humeral head tall, 47mm (beta) 3795623 314-02-34 - uhmwpe post aug glenoid large, right 5660547 315-35-00 - glnd kwire 5441957 531-20-00 - shldr gps rvrs drill kit 5504085 531-78-20 - shouldr gps hex pins kit 08013018182 a10012 - gps implant kit v2.